Manufacturer narrative:
(B)(4) facility name is unknown .

Event description:
A nanocross balloon dilation catheter was being used to treat a lesion in the mid sfa. The lesion was a chronic total occlusion (100%) and calcified. Device was removed from packaging per IFU and inspected with no issues noted. A non-medtronic inflation device was used to inflate the device. Device was prepped per IFU. It is reported that during balloon inflation the balloon burst/leak/rupture at 14 atms. The balloon was removed without issue. Device did not pass through a previously deployed stent. Resistance was not encountered during use. Another balloon was used to complete the procedure. There is no patient injury reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.